Manufacturer narrative:
The results of investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, thrombus was noted on the catheter. During the procedure, impedance increased multiple times within 10 seconds during radiofrequency delivery. Contact force was 10 grams or less during ablation of the right pulmonary vein front wall, and reached the upper impedance limit. When the catheter was removed, thrombus was noted at the tip of the catheter. A non-contact force catheter was then used to complete the procedure with no adverse consequences to the patient.